Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The thump and carelink software were utilized and downloaded trace/history files properly. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. On the primary svn#: (B)(4), event date of 28-oct-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 42.5 u and dailytotalofbolusinsulindelivered = 41.65 u which is equal to the dailytotalofallinsulindelivered = 84.15 u. In further review of the formatted history file 1 week prior to the (primary svn#: (B)(4)) event date of 28-oct-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 10/23/2025 from 10:36:00.000 until 20:17:37.000, 10/24/2025 from 15:47:00.000 until 22:45:41.000, 10/26/2025 from 15:43:37.000 until 23:54:24.000, 10/27/2025 from 03:36:00.000 until 20:39:53.000 and 10/28/2025 from 13:04:28.000 until 19:03:58.000 during bolus/basal/fill cannula deliveries. In further review of the formatted history file 1 week/2 days prior to the (related svn#: (B)(4)) event date of 05-nov-2025, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 10/29/2025 from 04:18:00.000 until 16:06:15.000, 10/30/2025 at 22:16:00.000 and 22:26:00.000, 10/31/2025 from 01:46:46.000 until 03:17:03.000 and 11/05/2025 at 06:49:00.000 during bolus/basal/fill cannula deliveries. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.3 mv). The pump was received without a battery and battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and serial number label missing. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Cosmetic damage confirmed on display window cover, keypad overlay, case corner of the belt clip rails near the battery compartment, battery tube threads and serial number label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, diabetic ketoacidosis and also reported an insulin flow blocked alarm. The customer reported a blood glucose value of 600 mg/dl. The customer was admitted to the hospital and treated with IV insulin drip (intravenous insulin infusion), manual injection. The customer reported feeling sick/unwell, headache, difficulty breathing, chills at the time of hospitalization. The event involved product(s) mmt-332a, mmt-1880l, mmt-397a. Troubleshooting was initiated for the insulin flow blocked alarm, and it was identified that the issue was a past event, which was not resolved. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Mmt-332a, mmt-1880l, mmt-397a were requested and customer response was the device will be returned.